Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. Technical services (ts) reviewed how to clear the alert and discussed continued monitoring. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. Technical services (ts) reviewed how to clear the alert and discussed continued monitoring. No adverse patient effects were reported. Additional information received reported that chest x-rays of this right ventricular (rv) lead appeared to show subclavian crush. It was noted that this lead had been implanted in a very medial location. There were no noise events noted. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported. The patient is scheduled for an office visit in january to discuss possible subcutaneous implantable cardioverter defibrillator (s-ICD) placement or lead revision. Additional information received reported that this right ventricular (rv) defibrillation lead and another manufacturer's right atrial (ra) lead were explanted and replaced. This implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. Technical services (ts) reviewed how to clear the alert and discussed continued monitoring. No adverse patient effects were reported. Additional information received reported that chest x-rays of this right ventricular (rv) lead appeared to show subclavian crush. It was noted that this lead had been implanted in a very medial location. There were no noise events noted. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported. The patient is scheduled for an office visit in january to discuss possible subcutaneous implantable cardioverter defibrillator (s-ICD) placement or lead revision.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to a low out-of-range pace impedance measurement less than 200 ohms. This rv lead remains in service. Technical services (ts) reviewed how to clear the alert and discussed continued monitoring. No adverse patient effects were reported. Additional information received reported that chest x-rays of this right ventricular (rv) lead appeared to show subclavian crush. It was noted that this lead had been implanted in a very medial location. There were no noise events noted. This rv lead remains in service, and will continue to be monitored. No adverse patient effects were reported. The patient is scheduled for an office visit in january to discuss possible subcutaneous implantable cardioverter defibrillator (s-ICD) placement or lead revision. Additional information received reported that this right ventricular (rv) defibrillation lead and another manufacturer's right atrial (ra) lead were explanted and replaced. This implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. This rv lead was returned for analysis.